Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red skin under the left therapy electrode. The patient consulted a nurse practitioner who suggested an anti-fungal cream. Follow-up indicated that the irritation was still present, and that use of cream did not help the irritation.